Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Customer reported an elevated blood glucose level of 300 (mg/dl) and delivered an injection. Customer attributed bg levels to being due for a supply change and therefore declined bg troubleshooting with tandem technical support. It was indicated that manual injections were available for diabetes management.